Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a supply bag lines are blocked alarm during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated that when they opened the cassette door, the cassette ruptured and leaked. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cassette is available to be returned to the manufacturer for physical evaluation. The old cycler has been picked up and returned.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. During the visual inspection the alleged failure was confirmed, a damage in the cassette film was found expanded and ruptured. This kind of the damage could not be performed by manufacture, due to the test controls. It is not possible delivered the product of that way. The cassette could be filled up out of the cycler with the fluid and the cassette exploded causing fluid to leak. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved met specifications.